Manufacturer narrative:
Unit received with blank display due to corroded electronic assemblies. Unit received with corroded battery tube and corroded motor home switch. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had water in it and it was totally blank and screen lcd had water in it. The customer's blood glucose level was 12 mmol/l. It was also reported that the insulin pump was cracked and customer do hear fluid when shaking the insulin pump. The insulin pump will be returned for analysis.